Event description:
Drill bit broke when the surgeon was doing distal locking of an etn. Broken fragment was left in patient.

Manufacturer narrative:
Subject device is currently in the evaluation process. No conclusion can be drawn at this time.